Manufacturer narrative:
The initial MDR 2432235-2016-00780 was filed on december 15th, 2016. Additional information (12/20/2016): the cause of the discordant, falsely low results was due to a misalignment of the sample dilution probe at the interface gate. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site and completed service over multiple visits. After evaluation of the instrument, the cse aligned the interface gate towards the sample dilution probe (dpp). The cse aligned the dpp probe in all aspirate and dispense positions. The cse replaced the dpp mechanism and the dpp probe due to aspiration problems. The cse calibrated the probes. The cause of the discordant, falsely low results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on multiple methods on two patient samples on the advia chemistry xpt instrument when samples were tested off the workcell track. The discordant results were not reported to the physician(s). The samples were front loaded and repeated on the same instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low results.